Event description:
Orthopediatrics found statement on social media that stated "my son had double hip dysplasia and underwent surgery about two weeks ago. We opted for a brace instead of a cast due to his sensory issues. Initially, the brace seemed sturdy, but it did not maintain his hips in the correct position for the required angles, causing the bones to shift on both sides. We are now heading back to the hospital so his hips can be realigned and a cast applied, as the brace proved ineffective. After his swelling subsided, there was too much room for movement."